Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, sion blue; guide catheter: heartrail 6fr. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a 99% stenosed lesion with mild tortuosity and mild calcification in the 1st diagonal coronary artery. The 1.5 x 12 mm rx traveler dilatation catheter was advanced to the target lesion with some resistance due to the tortuosity in the vessel. The traveler balloon was inflated to 8 atmoshperes (atms), but did not inflate properly. Therefore, the device was removed from the patient anatomy without any resistance noted, and the balloon was confirmed to be ruptured. The lesion was further dilated with a new balloon catheter and a 2.75 xience alpine stent was deployed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.